Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak from the drive hose. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormalities in the appearance of the product related to the reported event could be confirmed. Functional testing was performed. It was confirmed that there was a gas leak from the supply gas hose, confirming the customer's complaint. The supply gas hose is a product that cannot be repaired, so it was returned to the customer unrepaired. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.